Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Information was received from an attorney that the patient was deceased. Review of the manufacture's database revealed the patient died 2 days post implant of the implantable pulse generator (ipg) system. No information regarding the circumstances or cause of death was provided.

Manufacturer narrative:
Product event summary: the device was returned but analysis could not be performed due to legal restrictions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an attorney that there is an allegation that the death of the patient is related to the device. It was reported that the device was implanted and shortly after going home the patient died. No additional information was received.